Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(6); product type programmer, patient. (B)(4).

Event description:
The patient stated that they suspected that there was bleeding going on during surgery, and they were bruised from one hip bone to the other. There was bruising above the pump, and they had a lot of swelling on the left side of the pump. There was also a yellow bruise above their belly button. This turned black and blue. The patient was also having extreme positional headaches. They were only okay if they were lying flat on their side. When they stood up for eight to fifteen minutes, their head would start throbbing, and they felt pressure in their head. The patient also reported having a nickel-sized black and blue bruise on their penis. This became worse, and now their testicles and penis were black and blue, with the exception of the head. The patient went to the emergency room (ER), and a blood patch was performed. They also had a CT scan and blood work performed. They were given intravenous morphine at the ER (reportedly three to four doses). The pump had not yet been filled, and it was scheduled to be filled on 2015 (B)(6). It contained saline.

Event description:
Additional information was received from a consumer on 02-may-2016 and it was reported that the pump was initially delivering morphine. It was switched from morphine to dilaudid in (B)(6) 2015 and somewhere between (B)(6) 2015 the patient asked for bupivacaine to be added to the pump. It was also reported that since the pump was implanted, the patient had been having multiple spinal fluid leaks. He had several blood patches to try and get it fixed and it hadn't worked yet. One blood patch worked, but two months later it started leaking again. The patient had four blood patches total and they were not working. The spinal fluid leaks caused "brain fade." The patient had been reading that high pressure could cause a leak and was going to ask his healthcare professional (hcp). He was probably going to be getting a CT myelogram. His current hcp, that he started seeing in (B)(6) 2015, stated that he may still have spinal leaks. The first spinal leak was immediately following implant (within the first week). He was getting spinal headaches. In (B)(6) 2015 he "got bad with headaches and vision." In (B)(6) 2015, he started having light sensitivity. Per the patient, he didn't question it because he didn't have positional headaches. He was having headaches with light sensitivity, loss of close up vision, brain fade, and overall fog confusion. Per the patient, the first blood patch was "great." He had another blood patch (B)(6) 2016 and within 24 hours the headaches were 80-90 percent gone. Within four days, on (B)(6) 2016, he was sitting up and out of bed with no headaches and no sunglasses. That only lasted eight weeks. Then in (B)(6) 2016 the symptoms came back. He had his third blood patch in (B)(6) 2016 and then three weeks later had his fourth blood on patch (B)(6) 2016. The patient now wanted to find out if there was multiple leaks going on or if there was a leak in the catheter. The patient had to schedule an appointment with his hcp. The surgeon was going to be determining the tests to be done.